Manufacturer narrative:
This supplemental report is being submitted to additional information. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the health professional of the user facility stated that two patients were infected at the bile ducts after endoscopic retrograde cholangiopancreatography (ercp) using the subject device. Since then, the facility has not used the subject device. The patients recovered and were discharged. As a result of microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for enterobacteria and pseudomonas (total: 300cfu). The subject device had been repaired by other (non-olympus) company. The subject device had been reprocessed with the olympus automated endoscope reprocessor model etd3 and etd4 (not available in the USA). Omsc is submitting two medical device reports according to the number of the infected patients. This is two of the two reports.